Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation an internal chip was observed to be burned. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. Reader did not power on with button depression, strip insertion or usb cable. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly); burnt chip and evidence of fire was observed. Reader's log was unable to be extracted due to burnt chip. An extended investigation was further performed. Visual inspection was performed on the de-cased reader and reader's pcba using a microscope; burnt flux around all pins of u13 ic (integrated circuit) was observed, the u13 ic casing was also observed to have burn damage. The reader event log was unable to be reviewed due to pc (personal computer) and software unable to recognize the returned reader. Bench testing was performed on the reader. The returned battery voltage was measured using a digital multimeter and results were not within specification range. A known good battery was used for the remainder of testing and the reader still did not power on. The returned reader was monitored under a thermal camera when the reader was in the following states : no button pressed but connected to battery, button pressed and connected to battery. Thermal hot spots were observed on the u2, u5 and u13 ics, this was indicative of incorrect adapter usage for reader charging. R100 pulldown resistor was measured, any voltage across this resistor was evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the u2, u5 and u13 ic components will permanently damage the components and will exhibit hotspots when operation of the reader is attempted. This will also cause the reader to be unable to power on. The root cause for thermal hotspots on ic components in stm readers was due to incorrect usb power adapter usage by the customer. Usage of an incorrect usb power adapter to charge the reader will surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This is not possible with the abbott provided usb adapters; therefore, the issue is not confirmed to use at this time cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation an internal chip was observed to be burned. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.